Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and the power button would not respond. Technical support provided a work around and advised to call back if further issues were experienced. The programmer remains in use. There was no patient involvement.